Event description:
A peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2021 for a wound debridement that was unrelated to pd therapy. The pdrn reported during this admission, the patient had a pd catheter (not a fresenius product) reposition due to a ma I position of the catheter. The porn stated the patient had experienced drain complications during continuous cyclic pd (ccpd) as a result of the malposition of his catheter prior to this hospitalization. The pdrn denied any occurrence of the patient experiencing an infection, a hernia or any serious injury that could potentially cause or contribute to this event. The porn stated the patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) during this admission. The pdrn stated the patient had an uneventful hospital course and was discharged on (B)(6) 2021. The pdrn confirmed the patient's pd catheter malposition, the need for wound debridement and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s), device(s) or drug(s). The pdrn stated the patient continues ccpd therapy on the same liberty select cycler at home post-discharge. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).